Event description:
Event description cpi received information that this bipolar lead had dislodged. The lead dislodged in the recovery room, post operative. The physician elected to return the patient to the operating room for repositioning. The lead remains implanted. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.